Event description:
It was reported that during a pre-use check, the customer states that the cs300 intra-aortic balloon pump (iabp) screen displayed vertical lines. This event occurred during testing therefore, there was no patient involvement and no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) was dispatched to evaluate this unit. Upon investigation the fse found the lcd display to be bad. The fse replaced the lcd display to resolve the issue. The fse performed a screen function check, completed full preventative maintenance (pm), and returned the unit to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during a pre-use check, the customer states that the cs300 intra-aortic balloon pump (iabp) screen displayed vertical lines. This event occurred during testing therefore, there was patient involvement and no adverse event reported.